Manufacturer narrative:
(B)(4). Per the sales rep, the sample that was sent back was not the original chemo leak set, but the facility stated this set leaked at the same location. One used outlook pump set, with packaging identifying the reported lot # 0061416465, was received for eval. The set was subjected to an air pressure (leakage) test according to spec with acceptable results. All three ultrasite y-ports of the set were then accessed with a syringe, and the pressure test repeated. There were no leakages observed from any location on the sets during the testing time frame. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to spec, and the reported failure could not be reproduced. If add'l pertinent info becomes available, f/u report will be filed.

Event description:
As reported by the user facility: reports chemo medication (taxol) leaked at the y-site. The clinician then checked some other sets with normal saline and leakage also occurred - "the y-sites were wet".